Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR- at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device was not returned yet.

Event description:
It was reported to vyaire medical that the avea ventilator having lower volumes than expected, set on 50ml, monitored 44ml/delivered, vti (inhaled tidal volume) 38ml and vte (end tidal volume) 37ml on two separate analyzers. As of this time there is no information about patient involvement associated with this reported event.